Event description:
During dept training, found unit will not mate with connector. The connector of internal paddle found to be defective. Connector pins have a look that plastic has melted, prevents unit from mating. Unit seems to be a MFR defect.